Manufacturer narrative:
The patient reported her lead is fractured. It was explanted and replaced, with a report of a fracture and high impedance of greater than 3000 ohms. Oversensing was also reported. No patient complications have been reported as a result of this event. A lawsuit alleges the surgery that was required due to the fractured lead caused the patient to experience injury. It also alleges the patient has and will continue to sustain "severe physical injuries, severe emotional distress" due to the lead. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination impedance, high lead(s), fracture of oversensing shock, inappropriate.

Event description:
The patient reported her lead is fractured. It was explanted and replaced, with a report of a fracture and high impedance of greater than 3000 ohms. Oversensing was also reported. No patient complications have been reported as a result of this event. A lawsuit alleges the surgery that was required due to the fractured lead caused the patient to experience injury. It also alleges the patient has and will continue to sustain "severe physical injuries, severe emotional distress" due to the lead.